Manufacturer narrative:
Product complaint # (B)(4). This final MDR will be the only report submitted for MFR report #1226348-2018-00610. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
This initial MDR will be the only report submitted for MFR report #1226348-2018-00610. The lot/serial number is unknown, therefore the manufacture and expiration dates are unknown. The product will not be returned for analysis and additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a codman 3000 (ap03000h/unk) was implanted in a patient on (B)(6) 2018 and the patient presented with a hematoma at the implant site (luq) on (B)(6) 2018. The hematoma was located in the pump pocket and developed suddenly at 3 weeks post-op. Prior images without any fluid in that location were noted at 2 weeks post-op. The physician was concerned that the hematoma may have come from an issue at the catheter insertion site, such as backbleeding up the tubing from the gda. The patient reportedly had some coagulopathy as well that may have contributed. The hematoma was managed by washout. The pump was not being used prior to the washout and there were no drugs inside of it. Fudr was used with the pump after the washout. There was no reported injury to the patient as a result of this event. Reportedly, the patient has a history of colon cancer.